Event description:
It was reported that during a percutaneous coronary intervention procedure a, shaft break occurred the 90% stenosed target lesion was located in the left anterior descending artery (lad), with a more than 90% acute bend. The target lesion was predilated two times with a 2x8x10 non-bsc balloon catheter and a 2.5x9mm maverick balloon catheter. A 32 x 3.00mm taxus liberté stent delivery system (sds) was advanced to the target lesion, and when the device was gently pushed a shaft break occurred. The sds was removed. The target lesion was dilated again with the 2.5x9mm maverick balloon catheter. A non-bsc stent was implanted at the target lesion and post dilated with the nc sprinter balloon catheter. No further patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a, shaft break occurred the 90% stenosed target lesion was located in the left anterior descending artery (lad), with a more than 90% acute bend. The target lesion was predilated two times with a 2x8x10 non-bsc balloon catheter and a 2.5x9mm maverick balloon catheter. A 32 x 3.00mm taxus liberté stent delivery system (sds) was advanced to the target lesion, and when the device was gently pushed a shaft break occurred. The sds was removed. The target lesion was dilated again with the 2.5x9mm maverick balloon catheter. A non-bsc stent was implanted at the target lesion and post dilated with the nc sprinter balloon catheter. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older device is a combination product device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. The taxus liberte catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 21cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The balloon was tightly folded with the stent secured on the balloon. There were two (2) bent struts in the first proximal row of stent struts. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).